Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2023, it was reported that the infusion set's tubing that goes in came away from the cannula while patient was sleeping. The site location was patient's bottom, and the pump was in punch/bag. Moreover, the infusion was being used since (B)(6) 2023 (3 days). Reportedly, the infusion sets were stored in the cupboard. The pump was not dropped with the set connected to patient's body. No further information available.